Manufacturer narrative:
H11: additional narrative. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from dominican republic, edwards received notification that this 6900ptfx27 mitral valve was explanted from a 75 years old patient after an implant duration of 7 years and 10 months due to dysfunctional bioprosthesis with moderate insufficiency. A non edwards biological mitral valve was implanted in replacement.

Manufacturer narrative:
The following sections were updated/corrected/added: d4, d9, h2, h3 and h6 (device code, type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device was returned for evaluation : customer report of insufficiency was unable to be confirmed. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on all three leaflets on the inflow aspect. Host tissue fused all three leaflets at all commissures on the outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. In addition, svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Corrected data in section h6 (component code). Added information to section a2 (date of birth), a3a (sex) and b5. Updated section h6 (health effect - clinical code). H11: additional manufacturer narrative: the device is currently in transit and has not yet arrived. It will undergo investigation once received.

Event description:
Per the report received from dominican republic, edwards received notification that this 6900ptfx27 mitral valve was explanted from a 75-year-old patient after an implant duration of 7 years and 10 months due to dysfunctional bioprosthesis with moderate insufficiency. The patient presented with dyspnea for one year. A non-edwards biological mitral valve was implanted in replacement.